Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/3/2016, it was reported that patient underwent hysteroscopy, novasure ablation and versapoint of the corneal areas on (B)(6) 2004 due to menorrhagia and post novasure ablation three months ago. It was reported patient underwent hysteroscopy and novasure ablation on (B)(6) 2004 due to menorrhagia and fibroids. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui and symptomatic cystocele.

Manufacturer narrative:
(B)(4).